Event description:
Needle stick injury. School nurse gave an injection using an insulin pen. Nurse stuck themselves while trying to reshield the needle. Nurse stated their student was incapable of using a pen for injection. School nurse will be having blood testing done.